Manufacturer narrative:
Continuation of medical devices: product ID 97712, serial# (B)(4), implanted: (B)(6) 2017, product type implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and headaches. It was reported that the patient stated that they recently started experiencing shocking again in the last couple of months ((B)(6) 2017) with their replacement inss. They stated that they only experienced the shocking when they recharged either ins. The patient reported that the shocking would occur whether their stimulation was on or off while they recharged. The patient mentioned that they did a lot of hiking which could be related to the issue. It was reported that troubleshooting could not be done due to a lack of access to the product as the patient was currently hiking and they did not have their equipment with them. It was reported that the shocking was occurring at the ins pocket site. They stated that once they removed they would remove the recharger disc, the shocking would stop in about a minute. The patient commented that they believed that their shocking issue was due to the recharger. No further complications were reported/anticipated. See related issue occurring with patient's previous set of inss: regulatory report numbers:3004209178-2016-24363, 3004209178-2016-26442.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97712 (B)(4) implanted: (B)(6)2017 explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-nov-21 reporting that the only notable cause was charging. It was reported that the shocking had not been resolved. The patient had been charging during non-wake hours because it was less bothersome. Then the recharge system was replaced and all was well. Patient weight was asked but not provided. No further complications were reported.